Event description:
It was reported that the patient passed away. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is cardiorespiratory arrest. No further information is available at this time.

Manufacturer narrative:
Correction: this supplemental report is to correct the patient codes. The additional code of (B)(4) - cardiopulmonary arrest should have been included in the original report.

Manufacturer narrative:
Analysis was normal. No anomalies were found.